Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 10 years after insertion of essure (ess205). On an unknown date, the patient experienced sepsis ("sepsis"). The patient was hospitalized for 7 days. The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the medical device removal and sepsis outcome was unknown. The reporter considered medical device removal and sepsis to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('or perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic caviiy') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), sepsis ("sepsis"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety, mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was hospitalized for 7 days. The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, sepsis, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered outcome was unknown, the abdominal pain, pelvic pain, back pain, anxiety, depression and stress had not resolved and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, sepsis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress, mental anguish and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: lawyer specified the adverse events (previously only medical device removal and sepsis were reported). Comment on start of events and outcome was added: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress, mental anguish and depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('or perforation of other organs') and device dislocation ('niigration of the essure device to the abdominal or pelvic caviiy') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective - unintended pregnancy with essure". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), sepsis ("sepsis"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety, mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was hospitalized for 7 days. The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, sepsis, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered outcome was unknown, the abdominal pain, pelvic pain, back pain, anxiety, depression and stress had not resolved and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, sepsis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress, mental anguish and depression . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 10 years after insertion of essure (ess205). On an unknown date, the patient experienced sepsis ("sepsis"). The patient was hospitalized for 7 days. The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the medical device removal and sepsis outcome was unknown. The reporter considered medical device removal and sepsis to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("or perforation of other organs"), embedded device ("embedded essure coils in sigmoid colon") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 37 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective - unintended pregnancy with essure"). The patient had a medical history of back pain, menorrhagia, urinary incontinence, stress, dizziness, abdominal discomfort, colonoscopy, cholecystectomy and appendectomy. The patient had a family history of diabetes, hypertension and myocardial infarction. On (B)(6) 2004, the patient had essure (ess205) inserted. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), embedded device (seriousness criterion intervention required), device dislocation (seriousness criteria hospitalisation and intervention required), sepsis ("sepsis"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety, mental anguish"), depression ("depression") and stress ("psychological stress"). The patient was hospitalised for 7 days (dates unknown). The patient was treated with surgery (bilateral salpingectomy).essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, anxiety, depression and stress had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, embedded device, device dislocation, sepsis, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, sepsis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress, mental anguish and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2005: on the right side, the essure micro insert was situated within the fallopian tube adjacent to the cornua of the uterus. However, on the left side, the device was situated further laterally both superiorly and anteriorly suggesting that the micro insert was either in the distal tube or possibly outside of the tube [pathology test] on (B)(6) 2005: surgical pathology report. Specimens: left fallopian tube clinical history: patient had essure permanent contraceptive procedure (B)(6) 2005. Post-op coursecomplicated by left lower quadrant pain. Hsg on (B)(6) 2005 noted left microinsert to be lateral suggesting possible extrusion of microinsert. Laparoscopy (B)(6) 2005 did not identify an extrudedessure microinsert. Left tube excised laparoscopically. Postop pain. Extruded left microinsert. Notfound at laparoscopy. Final diagnoses: left fallopian tube: unremarkable fallopian tu; on (B)(6) 2011: specimen: duodenal biopsy 2nd part diagnoses: duodenal biopsies suggestive of celiac disease. And specimen: duodenal biopsy 2nd part diagnoses: duodenal biopsies suggestive of celiac disease; on (B)(6) 2014: clinical history: pelvic pain after essure (done 2004), previous left salpingectomy. Essure coil found in epiploica. Normal right tube with coil in it. Source of specimen: fallopian tube(s), right and essure coil; fat, epiploic with essure coil. Gross description: the specimen container labelled right tube and essure coil" contains a resected fallopian tube measuring 6 cm in length. The fimbriated end is identified. Cut section shows a lumen. Also in the container is a wire coil. Epicolic with essure coil" contains a lobulated portion of adipose tissue measuring 2.5 x 1 cm. Located within the fat, the essure coil is identified. Final diagnosis: excision, right fallopian tube and essure coil; excision, epiploic with essure coil. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: medical record added. Event device embedded added. Pathology report , medical history & lab data updated. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("or perforation of other organs"), embedded device ("embedded essure coils in sigmoid colon") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 37 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective - unintended pregnancy with essure"). The patient had a medical history of back pain, menorrhagia, urinary incontinence, stress, dizziness, abdominal discomfort, colonoscopy, cholecystectomy and appendectomy. The patient had a family history of diabetes, hypertension and myocardial infarction. On (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2014. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), embedded device (seriousness criterion intervention required), device dislocation (seriousness criteria hospitalisation and intervention required), sepsis ("sepsis"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy with essure"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety, mental anguish"), depression ("depression") and stress ("psychological stress"). The patient was hospitalised for 7 days, 7 days, 7 days and again for 7 days (dates unknown). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, anxiety, depression and stress had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, embedded device, device dislocation, sepsis, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, sepsis, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress, mental anguish and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2005: on the right side, the essure micro insert was situated within the fallopian tube adjacent to the cornua of the uterus. However, on the left side, the device was situated further laterally both superiorly and anteriorly suggesting that the micro insert was either in the distal tube or possibly outside of the tube [pathology test] on (B)(6) 2005: surgical pathology report specimens: left fallopian tube clinical history: patient had essure permanent contraceptive procedure on (B)(6) 2005. Post-op course complicated by left lower quadrant pain. Hsg on (B)(6) 2005, noted left micro insert to be lateral suggesting possible extrusion of micro insert. Laparoscopy on (B)(6) 2005, did not identify an extrudessure micro insert. Left tube excised laparoscopically. Postop pain. Extruded left micro insert. Not found at laparoscopy. Final diagnoses: left fallopian tube: unremarkable fallopian tu; on (B)(6) 2011: specimen: duodenal biopsy 2nd part. Diagnoses: duodenal biopsies suggestive of celiac disease. And specimen: duodenal biopsy 2nd part. Diagnoses: duodenal biopsies suggestive of celiac disease; on (B)(6) 2014: clinical history: pelvic pain after essure (done 2004), previous left salpingectomy. Essure coil found in epiploica. Normal right tube with coil in it. Source of specimen: 1) fallopian tube(s), right and essure coil. 2) fat, epiploic with essure coil. Gross description: 1) the specimen container labelled right tube and essure coil" contains a resected fallopian tube measuring 6 cm in length. The fimbriated end is identified. Cut section shows a lumen. Also in the container is a wire coil. 2) epicolic with essure coil" contains a lobulated portion of adipose tissue measuring 2.5 x 1 cm. Located within the fat, the essure coil is identified. Final diagnosis: excision, right fallopian tube and essure coil excision, epiploic with essure coi. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), perforation ("essure coil found in epiploica"), embedded device ("embedded essure coils in sigmoid colon") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 37 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of back pain, menorrhagia, urinary incontinence, stress, dizziness, abdominal discomfort, colonoscopy, cholecystectomy and appendectomy. The patient had a family history of diabetes, hypertension and myocardial infarction. As concurrent condition the report mentioned celiac disease since 2011. On (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2014. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), embedded device (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criteria hospitalisation and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety, mental anguish"), depression ("depression") and stress ("psychological stress"). The patient was hospitalised for 7 days, 7 days and again for 7 days (dates unknown). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the abdominal pain, pelvic pain, back pain, anxiety, depression and stress had not resolved. The outcomes for fallopian tube perforation, perforation, embedded device, device dislocation, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, stress, tooth loss and weight fluctuation to be related to essure (ess205) administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress, mental anguish and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2005: on the right side, the essure micro insert was situated within the fallopian tube adjacent to the cornua of the uterus. However, on the left side, the device was situated further laterally both superiorly and anteriorly suggesting that the micro insert was either in the distal tube or possibly outside of the tube. [Pathology test] on (B)(6) 2005: surgical pathology report. Specimens: left fallopian tube. Clinical history: patient had essure permanent contraceptive procedure (B)(6) 2005. Post-op course complicated by left lower quadrant pain. Hsg (B)(6) 2005 noted left microinsert to be lateral suggesting possible extrusion of microinsert. Laparoscopy (B)(6) 2005 did not identify an extruded essure microinsert. Left tube excised laparoscopically. Postop pain. Extruded left microinsert. Not found at laparoscopy. Final diagnoses: left fallopian tube: unremarkable fallopian tu; on (B)(6) 2011: specimen: duodenal biopsy 2nd part diagnoses: duodenal biopsies suggestive of celiac disease. And specimen: duodenal biopsy 2nd part diagnoses: duodenal biopsies suggestive of celiac disease; on (B)(6) 2014: clinical history: pelvic pain after essure (done 2004), previous left salpingectomy. Essure coil found in epiploica. Normal right tube with coil in it. Source of specimen: 1) fallopian tube(s), right and essure coil 2) fat, epiploic with essure coil gross description: 1-the specimen container labelled right tube and essure coil" contains a resected fallopian tube measuring 6 cm in length. The fimbriated end is identified. Cut section shows a lumen. Also in the container is a wire coil. 2¿ epicolic with essure coil" contains a lobulated portion of adipose tissue measuring 2.5 x 1 cm. Located within the fat, the essure coil is identified. Final diagnosis: excision, right fallopian tube and essure coil. Excision, epiploic with essure coi. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.